Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010, "at the end of the repair, I looked at the valve and did not like the morphologic look of the valve. For that reason, the valve was replaced..."

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
The home patient reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.